Event description:
It was reported that the device had an automatic power on reset. There was a possible malfunction with the battery. The device was removed and replaced by a new device. No patient complications were reported as a result of this issue.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The device analysis was determined to be inconclusive, since the device was good after the automatic guided restore was done in the field. Destructive analysis found a high current drain. The high current drain could not be confirmed under further analysis.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The device analysis was determined to be inconclusive, since the device was good after the automatic guided restore was done in the field. Destructive analysis found a high current drain. The high current drain could not be confirmed under further analysis. Performance data collected from the device was analyzed and revealed a low battery voltage por was recorded on (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. The device was good after the automatic restore was done in the field.